Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023 sampling from: distal end cfu: no detection bacterial identification: n/a sampling from: biopsy channel (ch)/suction ch cfu: 0cfu bacterial identification: n/a sampling from: air/water ch cfu: 0cfu bacterial identification: n/a sampling from: auxiliary water ch cfu: 0cfu bacterial identification: n/a the event of residual water was confirmed at receipt inspection by olympus. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is a not a reportable malfunction. The initial medwatch reported the device had residual water and tested positive for contamination; however, the device was a demo product at an olympus facility and was not sent to a customer. Per the legal manufacturer, this issue was not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported the evis exera iii colonovideoscope tested positive for an unexpected contamination due to residual water. The issue was found during receipt inspection. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.